Manufacturer narrative:
Evaluation summary: ccd-module with pcb assy, angle lever, bending rubber, segment steel braid and distal attaching pin have been replaced. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Newly purchased 2021 manufactured vnl11-j10 scope (sn:(B)(4)) causing intermittent flickering video images when even in stationary position. This event occurred at the time of during use. There was no report of patient harm.